Event description:
A report rec'd for the USA stated an 840 ventilator experienced a blank display while being used on a patient. There was no report of patient injury as a result of the event. The date of the event is unknown.

Manufacturer narrative:
This report is currently being investigated. As add'l info is obtained, a supplemental report will be issued. (B)(4).